Manufacturer narrative:
Pending investigation. D10: a795059 308-10-00 - med prox body +0. A432364 308-15-01 - taper locking screw 0. A886247 320-10-00 - equinoxe reverse tray adapter plate tray +0. A822394 320-20-00 - eq reverse torque defining screw kit.

Event description:
Approximately 4 months after a left total shoulder replacement, the patient's hrp (humeral reconstruction prosthesis) was revised due to shoulder instability as patient was dislocating. Patient had 13x80mm stem, 26.5 distal fixation ring (collar), medium +0mm proximal body, size 0 taper locking screw, +0mm humeral adapter tray, torque screw, and 42mm +2.5mm liner. Distal fixation ring and 13x80mm stem were left in place but everything else was swapped. Patient went to a large +0mm proximal body, new taper locking screw, +5mm humeral adapter tray, new torque screw, and a 42mm +0 constrained humeral liner. The event was not related to the breakage of a device. The event did not lead to a surgical prolongation/delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions the following sections were corrected: d1, remove information from d4, remove information from g4, remove information from h4, h6 clinical code. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.